Manufacturer narrative:
Sections with additional information as of 21-may-2020:h6: updated FDA's method, result, and conclusion codes.h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of fatigue. Medical attention is not reported as a result of symptoms. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 07/30/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.